Event description:
Information was received regarding a cadd cassette reservoir. It was reported that when filling the cassette, the preparer noticed it was leaking.

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.